Manufacturer narrative:
Concomitant medical products: product ID: 4965-35, lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with symptoms of possible diaphragmatic stimulation. A remote transmission indicated high atrial thresholds that had recently increased. It was further reported that the atrial lead had dislodged into the subclavian area in the shoulder. The lead was capped and replaced. No further patient complications have been reported as a result of this event.